Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2016. There was no report of any injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and passed. The receiver was charged and rebooted. Unable to performe a functional test due to "call tech support" displayed. The receiver log was downloaded and evaluated with perpetual rebboting observed. The reported event of initializing screen without manual restart was confirmed. The root cause could not be determined.